Event description:
The customer reported that the central nurse's station (cns) was in communication loss (comm loss) with 8 rooms. There was no patient injury reported.

Manufacturer narrative:
The cns is monitoring tele devices. According to the customer, there was a mouse issue before the comm loss so the customer rebooted the cns. When the cns was back up the mouse issue went away, but the rooms were in comm loss. The customer went to the closet and rebooted the org to resolve the comm loss. Concomitant medical device: the following device was used in conjunction with the cns: org: model #: 9110a, serial #: (B)(4), device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni. The following device was used in conjunction with the cns: transmitters: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.